Event description:
This system was explanted due to inappropriate shocks delivered due to oversensing in the rv lead. Also, the doctor performed an ep study and the result came back negative; he decided not to re-implant. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut into two parts approx. 12 cm distal to the is-1 connector pin. Both segments were returned for analysis. The performance of the lead fragments was scrutinized, including a visual and electrical analysis. Several signs of abrasion were detected along the lead body. In the distal part of the lead the insulation was found rubbed through. This finding can be considered to be the root cause of the inappropriate shocks mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the deformations of the shock coils and cuts into the lead body most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.